Event description:
This case was reviewed and investigated according to the manufacturer's policy. Internal reference: (B)(4). This follow-up supplemental report #1 is being submitted to report additional investigation findings, to wit: there is no potential for harm if the malfunction were to recur. This complaint was reassessed based on an engineering study that indicated, this family of catheters do not exhibit any adhesive detachment during normal use. There is no evidence of abnormal use conditions, it is likely the adhesive detached post-procedure, during the process of returning the device for analysis. There was no patient injury, no status decline, no adverse event, and no unplanned additional medical or surgical intervention reported. There is no potential for harm if the malfunction were to recur. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
H3 other text : placeholder.

Manufacturer narrative:
Block h6: supplemental report #1 indicated that the adhesive likely detached post procedure; however, the conclusion code was not updated from 4315 (cause not established) to 4308 (cause traced to transport/storage).

Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information of ID, gender, age and weight. Attempts to obtain the patient information were made via email and phone. Suspects products: no information available. The implant or explant dates are not applicable to this device. Reprocessor information: not applicable for this device. Concomitant medical products: no information available. State/prefecture is (B)(4). Remedial action: do not apply to this submission.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned therapeutic coronary procedure while passing through the lesion, the manufacture¿s device was not recognized. The catheter was reconnected to the pim but the problem was not solved. Another same device was used to complete the procedure. There is no patient injury. The returned device was visually and microscopically inspected. Portions of adhesive from the distal fillet was missing. The probable cause of the observed missing adhesive on the distal fillet could not be conclusively determined by the investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being reported because adhesive was missing from the manufacture¿s device and it could not be concluded when the separation occurred. There is a potential for harm if the separation were to recur.